Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The chronic total occlusion was located in the severely calcified and severely tortuous mid right coronary artery. After predilation using an unspecified balloon catheter, a 3.00mm x 28mm promus element stent was advanced but it did not cross the lesion. Despite several attempts, the issue was not resolved. When the device was removed from the patient, the distal edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).